Event description:
Pacemaker generator failure with near syncope. 9/27/96 replacement of a dual chamber cardiac pacemaker system. With removal and partial lead extraction of chronic pacemaker and complete implantation of new dual chamber system and pocket revision.